Manufacturer narrative:
(B)(4).

Event description:
The recipient reportedly experienced swelling and redness at the implant site due to some tissue or blood clot beneath the device which was causing it to protrude. The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device. The recipient's swelling has resolved.

Manufacturer narrative:
(B)(4). The device passed both the external visual and photographic imaging inspections. System lock was verified. The device passed all of the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed. This is the final report.

Manufacturer narrative:
Add'l info.